Event description:
It was reported that the customer had experienced high blood glucose levels (300-400 mg/dl). Customer took a correction bolus from the pump and increased her basal rate to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.